Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately 10 minutes into the procedure, there was no rise in temp and all three sensors were black. The physician checked the rtm and urethral catheter. Two minutes later, the prolieve system received a "low water" reading. The catheter was changed out with one from a new prolieve thermodilatation kit and the procedure continued. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.